Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was received operational and in good condition. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed. Device history review was performed which indicates the device failed pneumatic testing during test and calibration. However, there is not enough information to determine whether the pneumatic failure is related to the iipv. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2300ml and the total drain volume was 4138ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.